Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced leakage in infusion set on (B)(6) 2024. Blood glucose level reported during the event was 570 mg/ml. Patient took correction bolus via pump to address high blood glucose. Patient changed out infusion set and resumed insulin therapy. No further information was available.